Event description:
It was reported that during a pta/stenting procedure, in a stenotic renal artery, the partially expanded stent slipped off of the delivery balloon. The physician attempted to recapture the stent with the balloon and push it in to the renal artery with limited success. The stent remains positioned halfway into the renal artery, and halfway into the abdominal aorta. The procedure was completed with very limited success. No other complications or pt injuries were reported.